Manufacturer narrative:
(B)(6). Occupation:product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump under infused medication. There was no patient injury.